Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stent implanted to the mid lad. Approximately 6 months post index procedure, the patient was rehospitalized and CABG of target lesion was performed due to restenosis. The CABG was successful. The investigator indicated that the reported event was possibly related to the study device. Patient was taking asa at time of event. Additional information received confirmed that the patient suffered an mi approximately 1 week post the CABG procedure. The investigator has indicated that the event was not related to the study device.

Manufacturer narrative:
Results: inherent risk of procedure (mi). (B)(4).